Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that one day after implant, the left ventricular lead exhibited intermittent capture. It was discovered that the lead had dislodged. The lead was successfully repositioned and all measurements were stable. No patient symptoms were reported. The patient would continue to be monitored.